Manufacturer narrative:
The field service representative (fsr) did not replace the resistor. The user facility removed the unit from the operating room and will no longer be used.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) turned the hlm on and the safety monitor worked normally. After the operational test was performed, a smell was noticed from the unit. The fsr concluded that it was the circuit board inside the bubble detector module that was causing the smell. She opened the bubble detector and found a damaged resistor on the circuit board.

Event description:
The user facility's biomedical engineer reported that during preventive maintenance (pm) of the device, the heart lung machine (hlm) had a burned resistor. There was no patient involvement.